Event description:
The customer reported that during a laparotomy, an end tone, indicating a completed seal cycle, was heard but there was no evidence of energy delivery. Another device was used to complete the procedure without incident. There was no bleeding and no patient injury.

Manufacturer narrative:
(B)(4). The incident device was returned, evaluation and found to function within specification. The device was tested for activation and sealing function on simulated tissue with acceptable results. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily. We were unable to confirm the customer's report.